Manufacturer narrative:
H1 and h6 cont: product has cracks on the while swivel body. This can potentially cause a pressure drop. Not considered to cause or contribute to a death or serious injury. The majority of product which develop surface cracks only are considered a visual flaw and not a functional flaw. Very few products will be cracked all the way through causing a leak if they do leak this will be identified in pre-use leakage tests or visual checks. This has not contributed or caused serious injury in the past. According to the definition of a malfunction this is not considered such. H3 cont: 6/3/1998: placed all related inventory on hold for evlauation. 6/4/1998: contacted factory regarding customer complaint of cracked swivel body elbows and subsequently shipped three samples to factory on 6/9/1998. 6/16/1998: factory verified existence of problem: factory stated that material used to make swivel bodies is sensitive to temperature and pressure settings during molding. Factory also stated that product does not leave facility with cracks and that they develop over time. There have been some changes over time due to tooling changes on different machines. Factory will revert back to earlier molding machine settings, run material, age the material and evaluate for cracks. Tooling has been stripped and cleaned and improvements have been made to ensure that cooler water is flowing through the tool properly. 7/7/1998: trial runs were conducted on swivel body elbows at original settings and results showed that the frequency of cracks decreased but did not cease completely. 7/20/1998: additional trial runs were conducted with improved setting conditions (i.e. Less hold time and pressure at a lower weight which has reduced stresses within the molding) and no cracks were observed. All modling machines will be run on these new settings. All product that was discovered to have the swivel body cracks was inspected and destroyed at the factory.